Event description:
The customer reported obtaining an erroneously elevated access accutni+3 (troponin I) result of 0.2 ng/ml for one (1) patient from the unicel dxi 800 access immunoassay system. The customer released the elevated accutni+3 result out of the laboratory and the patient was administered heparin and nitroglycerin in the emergency room (ER). The clinician questioned the elevated result two days following the event and subsequent testing of the patient's sample produced a lower result within the normal reference range of the assay (0.01 ng/ml). There was no report of any further harm that occurred to the patient. All system parameters including quality control (qc), calibration curves and system checks performed within assay and instrument specifications at the time of the event. No issues were noted with sample collection, sample processing or sample handling in conjunction with this event. The unicel dxi 800 access immunoassay system serial number 602247 and the access accutni+3 calibrator lot number 325471 were used in conjunction with the access accutni+3 reagent.

Manufacturer narrative:
Service was not dispatched for this event as the customer is not questioning instrument performance at this time. The access accutni+3 reagent was also not returned for evaluation. No other issues were noted with any other patient results or assays as of (B)(6) 2014. In conclusion, there is insufficient evidence supplied to reasonably conclude that a specific cause and/or malfunction occurred in conjunction with this event.